Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part return requested. On-site, a medtronic representative tested the operations of the system and the issue was not replicated.

Event description:
A medtronic representative reported that the imaging system was making abnormal sounds. It was reported that an abnormal sound was coming from the lower mobile view station (mvs) of the imaging system. There reportedly was no issue with the rest of the start-up. The system was opened up to check for the issue and no electrical wiring or other visible problems were observed. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
A medtronic representative went to the site to replaced the power transformer and power board and test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The suspect power board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power transformer for the imaging system was returned to the manufacturer for evaluation. Testing was unable to replicate the reported issue, however the unit failed visual inspection as the main wiring connectors were physically damaged.